Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. Alert for out of range subthreshold lead impedance alert (B)(6) 2014. Intermittent high impedance readings on rv tip to rv coil. Rv and superior vena cava (svc) impedance vary. Rv coil is common conductor in these measurements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high voltage coil impedances had fluctuated and gone high since one week after the device was changed out. Isometrics were unable to reproduce the varying impedance. A new right ventricular lead was attempted, but could not be implanted due to the patient vein being occluded. The patient status had improved, so ICD detections were turned off per physician orders. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ICD, implanted: (B)(6) 2013; 5568-53 lead, implanted: (B)(6) 2008. (B)(4).